Event description:
It was reported that four devices were used.

Manufacturer narrative:
It was reported a total of four devices were used.

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. (B)(4).

Event description:
This report pertains to the first of four hologic devices used in the same procedure. See associated medwatch, manufacturer's report# 1222780-2018-00155, 1222780-2018-00156, 1222780-2018-00157. It was reported the physician performed an atec breast biopsy procedure on (B)(6) 2018, using two needles and the patient developed a "large hematoma". No intervention to the patient was necessary and the patient was discharged home. The patient presented to the emergency room later that day and was near/syncope. It is unknown if intervention was required. The patient was discharged same day. "The nurse navigator's reached out to the patient for follow up. She said she was feeling fine and had followed-up with her pcp who recommended hydration and to continue with her current management with wmcc".